Event description:
In 2010, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that the onetouch ultra 2 meter read inaccurately high. The medical surveillance specialist (mss) contacted the reporter to obtain/clarify information. The reporter mentioned that about a year ago the patient tested on his meter and obtained a reading of 120 mg/dl before bedtime (around 11pm) and took his medication with milk. She doesn't know the name of the patient's diabetes medications. At around 3 am the next morning, the pt allegedly experienced seizures. The reporter gave the patient some glucose tablets to get him out of it. The patient then got up and went to the bathroom and allegedly experienced another seizure. The reporter said she gave the patient some orange juice and some more glucose and tested the patient's blood sugar on his meter registering a reading of 39 mg/dl. That same morning the reporter called a doctor who advised that the patient immediately go in for a visit. The reporter drove the patient to the doctor at 8 am and gave him orange juice on the car ridge over to the doctor's office to prevent additional seizures. The doctor reportedly gave the patient advice on how to bring his blood sugar level back up after experiencing symptoms. Two weeks after the episode with the seizures the patient's medications changed although it is unknown how they changed. The reporter says the patient's readings have been "all over the place." She gives examples of readings of "163, 205, 169, and 182 mg/dl" on different mornings and "122, 117, 156, and 159 mg/dl" on different nights. The reporter says if the patient's readings are extraordinary high, he typically does not do anything regarding management of diabetes. If a reading is below 98 mg/dl, he eats to prevent going lower. It was determined during the troubleshooting telephone call the unit of measure was set correctly at the time of testing. This complaint is being reported because the reporter alleged the patient's reading was inaccurately high, and that the patient subsequently experienced symptoms of hypoglycemia that may have been prevented if the readings were lower.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.